Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. It was also reported that when the IV (intravenous) tubing was taken out of the pump it was flattened in the areas that ran through the pump channel area. After readjusting the tubing, so the flattened areas were outside the pump they did not have an issue for over an hour. The event happened during dopamine infusion ( at the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.